Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported receiving a loaner clv-190 but the issue had not been with the facility¿s clv-190. The customer isolated the b30 scope communication error to the subject device and not the light source as the scopes had worked on a second cv-190 that had been available. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found minor discoloration on the housing of the device; however, this had no effect on its function. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was a b30 scope communication error on the evis exera iii video system center during preparation for use for an unknown procedure. There was no patient harm reported regarding this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.